Event description:
It was reported an automated peritoneal dialysis patient experienced "fullness and difficulty to breath, a lot of pain" during draining four of four. The patient was connected to the homechoice (hc) claria device at the time of the events. There was no report of a medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b1, h1 and h11. H11: based on additional information received, the homechoice claria was determined not to be a factor in the reported adverse event.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned for evaluation; therefore, a device analysis could not be completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.